Manufacturer narrative:
G4: 17nov2020. B4: 31mar2021. Failure analysis on the returned cpu board shows that this piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 464 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported that the unit shut down by itself, but the director of respiratory, said the unit did not shut down. It was continuously ventilating when it started alarming check vent.. The field service engineer (fse) was unable to duplicated the reported problem, but found the unit logged a check vent back alarm failed error. The customer reported that the unit was in use on patient, but no patient harm reported. The fse replaced the central processing unit (cpu). The unit successfully passed performance verification and was ready for use.